Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a patient (age and gender unknown) the device's display blanked out. Complainant did not indicate that there was any patient involvement in the reported malfunction.